Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured at 20 atm. It was further reported that the health care provider(hcp) had difficulty retracting the balloon through the sheath. Reportedly, the hcp had to enlarge the access site approximately one cm to remove the balloon and sheath together as one unit. It was also reported that an alleged catheter break near the glue joint was observed after the balloon and sheath were removed from the patient. Another balloon was used to complete the procedure. Following the procedure three stitches were used to close the access site. There was no reported patient injury.